Event description:
It was reported, "PICC catheter inserted (B)(6) 2021 that when cured shows a fracture in the place where the butterfly ends and the catheter begins. Catheter that was withdrawn due to damage to the bifurcation of the extensions due to occlusion and forced flushing with high pressure." Additional information: "according to the techno-surveillance committee carried out yesterday, (B)(6) 2022, the sales executive and clinical specialist informed us that the client needs training regarding the proper use of the device. In addition, it was necessary to remove the catheter due to the defect presented in the surgical center, so the patient is a child. The catheter would remain in the patient until the next administration of chemotherapy if the incident had not occurred. They will have to insert another catheter surgical center for further treatment."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez3406 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. An attempt was made to flush both lumens of the returned catheter and each lumen was found to be partially occluded with a reduced flow rate, likely due to dried blood residue within the catheter tubing. During infusion of the white lumen, a spraying leak was observed in the catheter just distal to the molded joint. A microscopic observation revealed a small longitudinal split in the wall of the white lumen of the returned catheter. The edges of the split were observed to be straight but rough and uneven. The fracture surface was observed to be somewhat uneven granular in texture. Evidence of kinking was observed in the catheter tubing adjacent to the split. While the exact cause of the split in the catheter tubing could not be determined, possible causes include over-pressurization and flexural fatigue. H3 other text: evaluation findings are in section h11.

Event description:
It was reported, "PICC catheter inserted (B)(6) 2021 that when cured shows a fracture in the place where the butterfly ends and the catheter begins. Catheter that was withdrawn due to damage to the bifurcation of the extensions due to occlusion and forced flushing with high pressure." Additional information: "according to the techno-surveillance committee carried out yesterday, (B)(6) 2022, the sales executive and clinical specialist informed us that the client needs training regarding the proper use of the device. In addition, it was necessary to remove the catheter due to the defect presented in the surgical center, so the patient is a child. The catheter would remain in the patient until the next administration of chemotherapy if the incident had not occurred. They will have to insert another catheter surgical center for further treatment."